Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) that required assistance to treat; bg level is unknown. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting; however, a response was not received.